Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log and visual inspection of the instrument. The error was reproduced by attempting to operate the wash syringe. The issue was resolved by cleaning the home sensor which was dirty, this allowed the wash syringe to operate properly. Quality control (qc) results passed and were within published ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 09jun2018 through aware date (B)(6) 2019. There was one other similar complaint identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4383 - wash syringe 2 home overrun cause: the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to a dirty home sensor which disabled the wash syringe 2 from operating properly.

Event description:
A customer reported getting error message 4383 - wash syringe 2 home overrun on the aia-2000 instrument. The customer powered the instrument off and on and the error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp), estradiol (e2), beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.